Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using a cls rasp size 10 (exact catalogue number unknown) and when he put the original implant of same size in, the implant was shrunken. The surgeon finally removed the original implant and used another stem (sl wagner stem) to complete the surgery. The surgery was completed with 30 minutes delay.

Manufacturer narrative:
Trend analysis: n/a as no reference number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: in the per of the event it is stated that the cls trial rasps size 9 and 10 have different designs. Surgeons wants to know why. No product was returned to zimmer biomet for in-depth analysis. No product documentation was reviewed for investigation. Root cause determination using sap rmw: damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. Failure of surgery due to wrong selection of components or use in combination with device => possible, correct handling of the device is not under control of zimmer biomet, therefore cannot be excluded. Conclusion summary for the investigation of the complaint no product was received. According to the event, the surgeon wants to know why there is different design of rasps. The rasp size 10 in the received picture has the design introduced in 1994 with modular punched style. This modular version allows intraoperative trial reduction without any use of trial stem. The rasps with size 8 and 9 in the picture has the design introduced in 1998 with modular milled style. This style of rasp allows increased precision of implant bed preparation and provides increased endurance properties of rasps. Punched rasps feature very short cutting edges whereas milled rasp designs feature longer cutting edges. The choice of the instrument to use is up to the surgeon according to the needs. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. (B)(4).

Event description:
It is now reported that the surgeon complained that cls trial rasps size 9 and 10 have different design. Surgeons wants to know why. It is also reported in the per that a surgery delay of 30 minutes occurred.